Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the lead had dislodged. The lead was replaced easily and there were no consequences for the patient who's doing fine.